Event description:
Sieman x-ray table malfunction with no view of picture for procedure to proceed. Ortho screen on wheels was used to connect screen to gastrointestinal (gi) tower with endoscopic retrograde cholangiopancreatography (ercp) scope. The processor on gi tower along with evis exera 111 connected to ortho screen and sieman radiology table no view on screens. Procedure cancelled for following day. Biomed contacted informed of problem.